Event description:
It was reported that the 9800 system had an overload error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.